Manufacturer narrative:
One device was received for evaluation. Functional testing was produced a motor not running error. The stepper motor, worm gear, force printed circuit board (pcb), main pcb, and the interconnect board were replaced. Upon replacing and testing each component the error persisted. It was determined that the previous repairman over torqued the lead screw causing the motor error. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a sensor error. There was unknown patient involvement.